Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that after the patient was intubated, volume controlled ventilation was activated and the device alarmed "ventilator failure." There was no patient injury reported.

Manufacturer narrative:
The hospital's biomed provided the device log file seeking for dräger support. The reported issue of ventilator failure could be confirmed; it was recommended to replace the entire motor assembly which has reportedly put back the device into fully operable condition. The issue is known from earlier reported instances. Root cause for the ventilator failure is wear and tear at the collector disc of the motor which led to partly disrupted electrical contact to the carbon brushes resulting in fluctuations in rotating speed. The supervisor function monitors the motor speed continuously and compares the expected piston position with the one derived by the encoder check. If deviations are detected the device will force a shutdown of automatic ventilation to prevent from damages to the ventilator unit. This is accompanied by a corresponding alarm; manual ventilation as well as the monitoring functions remain available. No patient consequences have occurred and dräger finally concludes that the primus workstation responded as designed upon the malfunction of a single component that became worn after approx. Ten years of operation. The use model for calculation (5 hours/day & 5 days per week) equals to 13.000 hours in ten years. The operation hours counter for the particular motor indicates that it was run for 11.075 hours which is nearly the specified lifetime. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2019-00421.